Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the moderately calcified and non tortuous mid left anterior descending artery (lad). The lesion was pre dilated with a 3.0 x 12mm apex otw balloon. The 2.5 x 16mm promus element plus stent delivery system was advanced to the mid lad, but was unable to cross. The device was removed and the proximal stent struts were noted to be pulled back. A non bsc guide catheter and non specified guide wire were advanced, but were unable to cross the lesion. These were removed and rotational atherectomy was performed with an unspecified burr two times. The physician was able to complete the procedure with an unspecified 3.0 x 16mm stent in the proximal lad, then a 2nd unknown stent in the mid lad. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device returned to MFR: returned product consisted of a promus element plus mr stent delivery system (sds) with contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The first proximal row of stent struts there were three struts stretched and flared. Magnified inspection presented no evidence of any product quality deficiencies contributing to the stent damage and the reported crossing difficulties. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the moderately calcified and non tortuous mid left anterior descending artery (lad). The lesion was pre dilated with a 3.0 x 12mm apex otw balloon. The 2.5 x 16mm promus element plus stent delivery system was advanced to the mid lad, but was unable to cross. The device was removed and the proximal stent struts were noted to be pulled back. A non bsc guide catheter and non specified guide wire were advanced, but were unable to cross the lesion. These were removed and rotational atherectomy was performed with an unspecified burr two times. The physician was able to complete the procedure with an unspecified 3.0 x 16mm stent in the proximal lad, then a 2nd unknown stent in the mid lad. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).